Manufacturer narrative:
Device analysis report attached. This report is submitted on september 8, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on april 20, 2023.

Manufacturer narrative:
This report was submitted on march 16, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.